Event description:
It was reported per the technician, "the connector on the catheter did not register the correct size on the pump. It continued to read 2.5cc after the connector was inserted." The technician checked the intra-aortic balloon (iab) lot number and serial number and "found that the iab was not included in the recent recall."

Manufacturer narrative:
Upon receipt of this complaint, the list of recalled product was reviewed and this number is on the recall list. Follow-up report will be filed if additional info becomes available.